Manufacturer narrative:
Mentor received additional event information regarding patient details and suspect medical device information. The patient reported that she underwent an unspecified breast augmentation bilaterally with the suspect medical devices (300cc mentor smooth round moderate plus profile saline breast implants), and also suffered additional symptoms of breast and chest pain, cognitive issues, and numbness in limbs. As a result, the patient underwent explantation on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient¿s device implantation date was (B)(6) 2010, and the patient¿s initials were provided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient also experienced bilateral grade IV capsular contracture and generalized illness of mini strokes postoperatively. As a result, the patient underwent implant removal only without replacement on (B)(6) 2021. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: capsular contracture baker grade IV manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5096504 that a female patient who underwent an unspecified breast surgery with 300cc mentor smooth round moderate plus profile saline breast implant on one side, and an unknown smooth mentor saline breast implant on the contralateral side, has experienced unexplained systemic symptoms post-operatively, including dyspnea, headache, low blood pressure/hypotension, inflammation, memory loss/impairment, arm pain, tinnitus, ventricular tachycardia, leg tingling, brain fog, sob, rapid heart beat, and ear pain. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The implantation date is the best estimate based on available information. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the second of two implants.

Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2021, mentor became aware of omitted information in the previous report. The patient also reported experiencing suspected fungal infection, and test result is pending. If additional information is received, a supplemental report will be submitted as applicable. Manufacturer¿s reference number: (B)(4) additional event information: the patient also reported experiencing suspected fungal infection, and test result is pending.